Manufacturer narrative:
Results - siderail panels, siderail, siderail cables.

Event description:
It was reported by service report that the siderail hoop was damaged with exposed sharp edges. It was further reported there were damaged siderail panels, and that the siderail cables were frayed with their inner conductors exposed. It is unk if there was pt involvement or if there are adverse consequences to report.